Event description:
It was reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge rep performed an onsite investigation. The display adapter was replaced. The system was then found to be operating as intended.